Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). The unreadable information was clarified to be: (B)(6) 2017 was the first notification the hcp¿s office received stating there was a problem.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving 5 mg/ml morphine at a dose of 0.6 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that the pump was alarming or beeping. The patient reported hearing a beeping noise and possibly a siren at no specific intervals. The patient felt the intervals were getting longer. It was reported the personal therapy manager (ptm) showed the code of 8474 (reset occurred). The patient reported some increase in pain and weakness. It was considered a sudden changed in therapy/symptoms. Additional information was received from a manufacturer representative. The representative was called to interrogate the pump. The patient had ¿hit¿ her pump a few weeks ago and it started beeping. After reading the pump, an attention dialogue box popped up with safe state and reset. Low battery reset occurred on (B)(6) 2017. There were no further complications reported. Additional information was received on 2017-mar-15 from the healthcare provider (hcp). It was clarified that the patient hit her pump on a car door ¿over two weeks ago¿. The pump began alarming the next week. The patient did experience withdrawal as the pump was at minimum rate with reset on (B)(6) 2017. The actions/interventions taken were the representative met with the patient to silence the beeping. The patient was in another state on vacation and could not get to the hcp¿s office. The patient¿s withdrawal symptoms had begun to improve and she felt her oral norco would be enough to cover her until she got back. It was stated that on (B)(6) 2017 was the first notification the hcp¿s office [unreadable]. The patient¿s weight at the time of the event was (B)(6) per the patient verbal report. The patient was unable to get to the hcp¿s office. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.